Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the dermatome handpiece gouged the patient and there was a patient harm. This occurred during surgery. Further information is being obtained through customer follow up. No additional patient consequences have been reported.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that this was a split thickness skin graft procedure being performed with a zimmer dermatome. The first cut was incorrect, second cut was inconsistent and the third cut was the one that "gouged a chunk out of the patient". The event occurred during surgery. No additional patient consequences have been reported.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay additional information. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was gouged. This was a split thickness skin graft procedure being performed with a zimmer dermatome for a patient who had large neglected basal cell carcinoma of the scalp. This lesion clearly required resection and because of its size, would require a skin graft. This particular patient required a skin graft to be harvested from the right anterior thigh. After the skin graft dermatome was assembled, harvesting was done. The dermatome almost immediately went into the deeper subcutaneous tissue in the thigh. The dermatome was then disassembled and reassembled again, assuring the proper thickness according to the measurements on the side of the dermatome. Another spot was chosen for harvest again the deep subcutaneous tissue was entered. Once again, the dermatome was disassembled an reassembled for another skin graft, the same issue occurred. After this, the dermatome was abandoned, and another piece was requested from another facility and the graft was harvested without incident and placed into the recipient site. No additional patient consequences were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI #: (B)(4). On (B)(6) 2018, it was reported that the patient was gouged. This was a split thickness skin graft procedure being performed with a zimmer dermatome by for a patient who had large neglected basal cell carcinoma of the scalp. This lesion clearly required resection and because of its size, would require a skin graft. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports in livelink. Product review of the dermatome an on (B)(6) 2018 revealed that the control bar was below the master blade which would cause the reported event. The swivel had a small air leak as well. The calibration and motor speed were both within specifications. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the bearings and swivel. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the control bar was below the master blade which could cause a thick graft/ gouge a patient. During customer follow-up, the surgeon notes that he assembles the device himself and he also disassembled the device numerous times during surgery to try resolve the issue. The root cause of the patient getting gouged/ thick graft was due to the control bar being below the master blade. If the control bar is not flush with the master blade, it will cause a gouge or a thick graft. This issue is being further investigated the investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.